Event description:
It was reported that patient was hospitalized after being found unconscious. Patient was utilizing pump at time of the reported event. No further details provided. Replacement cadd legacy pump was sent.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. No information provided to date. Lot number is unknown. Operator of device: is unknown. No information provided to date. Initial reporter also sent report to FDA is unknown. No information provided to date. PMA/510(k) number: premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.